Event description:
It was reported that during an unknown procedure, the faulty clips would not close properly. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.